Event description:
User facility reported that the pt required replacement of tracheostomy tube due to increased oxygen demand. The initial reporter suspected the need for replacement was what they described as "abrasive wear at the connector of the tube".

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.